Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a redo single lumen tpn catheter on an unspecified date. The customer reported that the central line is "about to break". Pediatric surgery was called and the line was repaired at bedside. There was no medical or surgical intervention to address this event. The circumstances and handling conditions that lead up to the event are not known. The device is still in clinical use, accordingly it is not available for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, instructions for use (IFU), specifications and quality control data was conducted during the investigation. The complaint device has not been returned for investigation, therefore; an analysis is unavailable at this time. It was reported the patient did not experience any ¿adverse effects¿ however, an additional procedure(s) was required; to ¿repair the line¿, due to this occurrence. The redo single lumen tpn catheter set is shipped with instructions for use, which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow. A definitive root cause could not be determined, however; based on the provided information the actual root cause is deemed to be ¿inconclusive¿. A complaint history search for similar complaints revealed this record to be the only reported complaint associated with the complaint lot number: 7464353. A thorough review of the device history record did not observe any non-conformances that may have contributed to this incident associated with the complaint lot number; 7464353. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.